Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device. The exhalation cable was reseated to correct the error code. The ventilator passed all the required test.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient involvement.